Event description:
Facility alleges that 15-20 mins into the dialysis, dialyzer began to leak. Reported blood loss was 250cc. This was first use dialyzer. No pt injury reported from facility. Sample available.